Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin reaction including irritation, itching, pain, and inflammation described as ¿chemical like burn¿ occurred while wearing the pod between 25 to 36 hours on the infusion site leg before eventually falling off. Medical attention was sought on (B)(6), 2026, and the patient was evaluated by multiple healthcare providers, including an endocrinologist who prescribed a topical cream (name unknown), which reportedly improved healing. Blood glucose levels were not provided. As treatment, a new pod was placed. Cn-(B)(4) relates to the first event reported, cn-(B)(4) relates to the second event and cn-(B)(4) relates to the third event reported. No further information was provided.